Manufacturer narrative:
Correction: contact details updated. Investigation outcome: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. As a result an important field safety notice (ifsn) has been released to all affected customers. The FDA reference for this recall is z-0668-2017 (elekta reference (B)(4)). An important field safety modification has been released. The defect will be monitored and re-evaluated based on the post market data.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
After review of a step and shoot imrt plan calculation on a phantom, the customer noticed that small changes that should have no dosimetric significance have a significant effect on the dose distribution. Based on the available information, there has been no actual mistreatment.